Event description:
It was reported that a black particulate matter was found inside the tubing of a homechoice cassette. This was observed after opening the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection identified black/brown particulate matter (pm) partially embedded inside the fluid path. The pm was identified to be burnt plastic material, intrinsic to the manufacturing process. The reported condition was verified. The cause of the pm was due to a pin build up which broke off during the tubing extrusion process of manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.